Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as dirty ise tubing and buffer syringe. The fse replaced the ise tubing and buffer syringe to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), with quality control issues on their au480 clinical chemistry analyzer. The samples were repeated with results within range. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.